Event description:
As reported by the company's biomed engineer, the thermogard console (sn: (B)(6) displayed the mid:25 (rtc wrong time) error, which was resolved by replacing the internal battery. During subsequent flow rate testing, a tcmid:02 (ce danfoss error) occurred; however, this was cleared after a power cycle and a successful self-test. Following this, the console displayed a mid:14 (bg power supply) error, which appeared without any option selection. No patient involvement.

Manufacturer narrative:
The thermogard console (sn: (B)(6) in the complaint will not be returned for investigation. The console was manufactured in 2012 and has been in service for approximately 14 years. The facility will replace the thermogard console. Therefore, zoll service is not required.